Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported or able to be subsequently ascertained. The complaint could not be confirmed.

Event description:
It was made aware that a (B)(6) male patient underwent an off pump stand-alone ablation procedure with the fusion 150 device sometime in 2015. The patient was not anticoagulated. At the end of the procedure, the patient was cardioverted. Twelve hours post-procedure, the patient suffered stroke with significant weakness in his right upper limb. According to surgeon the patient has shown significant improvement over time. Occurrence date unknown. There was no reported device malfunction.